Manufacturer narrative:
The investigation of the received instrument showed that "the flat portions of the iso shaft are worn, which leads to clamping in the hand piece or makes fixing the tool impossible. This harm is due to high forces (e.g. Very hard bone and/or not following the drill sequences)." It can be assumed that the drill was not sharp enough and should be replaced. Unfortunately, the dentist did not have a back-up instrument at hand to complete the treatment, although our instructions for use stipulate that "prior to each procedure it must be ensured that all necessary components, instruments and materials are available in the required quantities and are fully operational." No material defect was found during investigation. However, due to the fact, that the surgical procedure was not completed as planned, this event meets the criteria for a reportable event per 21 cfr part 803.

Event description:
In this event it was reported that a dentist tried to place an implant on (B)(6) 2014 no further information about implant type or location is available. The dentist realized during the operation that the ankylos tri-spade drill for b implants did not fit into the contra-angled hand piece. Since he did not have any back-up drill at hand he was not able to complete the surgical treatment as planned.